Manufacturer narrative:
Device will not be returned. If additional information becomes available it will be provided on a supplemental report. Remains implanted.

Event description:
It was reported by a nurse from the hospital (B)(6) that on the (B)(6) 2018, there will be a procedure undertaken to remove a broken anchorage cp plate. Stryker rep reported that further information will be provided upon removal.